Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 9.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds on the proximal end. During functional testing, the smart coil was advanced out of its introducer sheath with resistance. While attempting to advance the smart coil through a demonstration microcatheter resistance was encountered as the offset coil winds bunched up inside the hub of the demonstration microcatheter, and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance maybe encountered. Subsequently, if the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. Further evaluation of the returned smart coil revealed a kink in the pusher assembly. This kink was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an anterior communicating artery (acom) aneurysm using penumbra smart coils (smart coils) and non-penumbra coils. During the procedure, the physician placed three coils in the aneurysm. Next, while attempting to advancing a smart coil out of its introducer sheath, the physician encountered resistance; therefore, it was removed. The procedure was completed using another smart coil and two other non-penumbra coils. There was no report of an adverse effect to the patient.